Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep clips shoot out when fired. Co has not tested product ourself, to ensure that clips remain in place for your analysis. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other): yeilded jaws.h4:d5:d6: information unavailable.based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.